Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient stated an unknown issue occurred with the transmitter which caused them to discontinue use of the transmitter. No medical intervention was reported. Additional event or patient information is not available.